Manufacturer narrative:
The investigation results confirmed that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Event description:
Reportedly, the user's hearing performance was suddenly impaired in (B)(4) 2018. A trauma on (B)(4) 2018 is reported and marks were present on the recipients nose, but no pain or injury marks were evident on the implant site. The user has been re-implanted on (B)(4) 2018.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Reportedly, the user's hearing performance was impaired 2 weeks prior to the date of report (B)(6) 2018. A trauma on the (B)(6) 2018 is reported and marks are present on the nose, but no pain or injury marks are evident on the implant side. Further radiological scans (CT _ x-rays) and intervention are considered.

Manufacturer narrative:
Additional information: as per additional information received, the device was explanted. Damage to the active electrode as might be caused by an external mechanical impact appears likely. However, to determine and confirm an exact root cause of failure cause a device investigation of the explanted device is necessary. Despite requested, the device has not been received for investigation yet.

Event description:
Reportedly, the user's hearing performance was suddenly impaired in (B)(6) 2018. A trauma on (B)(6) 2018 is reported and marks were present on the recipient_s nose, but no pain or injury marks were evident on the implant site. The user has been re-implanted. .

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. No information on possible next steps has been received despite requested.

Event description:
Reportedly, the user's hearing performance was suddenly impaired in (B)(6) 2018. A trauma on (B)(6) 2018 is reported and marks are present on the recipient's nose, but no pain or injury marks are evident on the implant site. An x-ray shows normal results. No further information has been received..